Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 5mm proximally from the tip of the device, there was a 6mm longitudinal tear. There was a longitudinal tear to the balloon found during analysis which would likely cause resistance during device advancement.

Event description:
Reportable based on device analysis completed on 10jan2023. It was reported that difficulty advancing occurred. The target lesion was located in mid left anterior descending artery (lad). A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the physician had difficulty delivering the balloon to the mid lad lesion. There were no patient complications nor injuries were reported. However, returned device analysis revealed balloon torn.